Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9170835. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "after the nurse gave the intravenous puncturing to the child, she found that the yellow joint of the indwelling needle (non-heparin cap) was leaking when flushing the tube. Therefore, the new indwelling needle was replaced, which did not cause much harm to the patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "after the nurse gave the intravenous puncturing to the child, she found that the yellow joint of the indwelling needle (non-heparin cap) was leaking when flushing the tube. Therefore, the new indwelling needle was replaced, which did not cause much harm to the patient."